Event description:
Kotex u tampon fell apart, painful removal. Is the product over-the-counter? Yes; strength; regular g gram(s); did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking or using the product again? Doesn't apply. Frequency: every 6 hours, how was it taken or used? Vaginal; date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: menstrual.